Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. The device was not in use on a patient. One processor pca was returned for failure analysis. The reported problem was duplicated during lab testing. The therapy connector j16 pins were found lifted, and therefore failed the defib. Test in op check.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. The device was not in use on a patient.